Event description:
Adverse event(s): unknown patient impact (no known impact or consequence to patient) product problem(s): laser shuts down and requires multiple reboots (loss of power). The nurse reported the laser shuts down and requires multiple reboots to complete the case. Multiple attempts were made for more information on the event and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. The laser core module was replaced as a diagnostic measure. The system was then tested and met all product specifications. The laser core module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).